Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre 2 sensor detached after 11 days of wear. The customer experienced symptoms of sweating, dizziness, the impossibility of movement without coordination, seizures, and a loss of consciousness. The customer¿s mother administered glucagon as treatment and then the healthcare professional (hcp) was contacted. The hcp treated the customer with glucagon and serum via IV for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.